Manufacturer narrative:
The customer ordered a new footswitch and cable and no further svc was requested by the customer. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. No samples were returned for further evaluation. The root cause could not be determined conclusively. (B)(4).

Event description:
A customer reported the reflux function did not always reflux during a cataract with intraocular lens implant procedure. They also reported that the unit was difficult to turn on in the morning prior to surgery. The procedure was completed with no harm to the pt.